Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump makes grinding noise while rewinding. Customer¿s blood glucose was unknown at the time of incident. Customer reported that insulin pump was slower during rewind and was stuck in the middle of the rewind process. The customer also stated that the letters on the screen was not able to read. The insulin pump will not be returned for analysis.